Event description:
It was reported that a physician's (B) (6) handheld device was not functioning properly. A company representative visited the physician to perform troubleshooting and was able to isolate the issue to the serial adapter cable, which was not making a good connection with the handheld. The physician was sent a replacement handheld and cord and attempts to obtain the handheld and cable are currently being made.